Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
While trying to disconnect the drainage line set (50-7245) from the pleural catheter (50-7050), it was stuck, and the valve (of the catheter) broke off (gone off) the catheter. The catheter had to be removed and replaced.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. No sample was returned for analysis. Consequently, the investigation was not able to confirm the reported failure mode. No issues were identified during manufacture or during quality inspection. Without a sample or photographs this investigation was unable to confirm the reported failure mode. Likewise, the investigation was not able to identify a probable root cause for the reported failure mode. As the failure mode was unable to be confirmed a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
Follow up for manufacture evaluation.